Event description:
A customer contacted beckman coulter inc. (Bci) and reported two body fluid results were reported out of the laboratory with erroneous results. The reports were generated on unicel dxh 800 coulter cellular analysis system results are not available. The customer manually corrects body fluid results. Patient treatment was not impacted by this event.

Manufacturer narrative:
Specimen types are body fluids. Qc is within specification with respect to controls (accuracy) and reproducibility (precision). Bci investigation determined it is the laboratory information system (lis) host transcribed the result incorrectly which caused it being reported (at lis) incorrectly.